Manufacturer narrative:
Resolution was requested from the field. It was later reported that the patient was further evaluated in the clinic. Normal lead values were noted and the physician has elected to continue to monitor this issue at this time. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected a low shock impedance on this defibrillation lead. Daily measurements noted normal values. No adverse patient effects were reported.